Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: multiple MDR reports were filed for this event. Please see the associated reports: ¿ 0001822565-2023-03725 d10: concomitant medical products, part number (lot number): ¿ 42527000510 (64273927) h6: proposed component (annex g) code is mechanical (g04) - provisional bottom the complaint is confirmed based on the provided picture. Visual examination of the provided pictures identified signs of use and the tasp bottom post was fractured. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. However, the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy, revealing hackle marks and river lines in the case of bending overload, and hackle marks, river lines, and striations were found in the case of low cycle fatigue, culminating in a bending overload failure type. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the tibial articular surface provisional fractured during insertion. The procedure was completed using another device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.